Manufacturer narrative:
(B)(4). Date sent: 5/24/2010. Info asked for, but unk or not provided during initial contact. Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure the tissue pad fell into the pt and was retrieved. It was not reported how the piece was retrieved. Unk how the case was completed. The device was discarded.